Event description:
The guidewire lumen port of the cypher sds cracked during use. The stent was advanced through the vessel and across the lesion. When the tech attached the inflation device to the balloon port it cracked. The sds was removed and another cypher device was used to complete the procedure without injury. There is no additional pt, lesion, or procedural info available.